Event description:
A balloon ruptured at six atmospheres during an iliac angioplasty calcified lesion via an ipsilateral approach. Other balloon catheters were used to successfully complete the procedure without pt complications. The device was destroyed by the user facility. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated this device was used in an extremely calcified lesion which co belives contributed to this event and does not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully".